Event description:
Per the audiologist, the pt's skin flap did not heal properly and was a continuing problem. The wound was infected and the device extruded through the incision. The pt's device was explanted in 2008. There are no plans for reimplantation.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.